Event description:
The baxter spectrum iq pump has no verification or alarm when the pump is set to secondary, and the secondary is not running or even connected. There was an occurrence where the pump secondary was capped, and the pump was reading that it was infusing a secondary set most likely pulling fluid from the primary infusion. This is a very important finding regarding safe medication administration. Upon review by our clinical engineering and quality/safety team, this was not a true malfunction but still the functional design resulted in a patient safety issue.